Manufacturer narrative:
Additional information has been received, the previously reported event under mrn is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn.

Event description:
It was reported that on (B)(6) 2024 the surgeon was implanting a 2 level coda plate, size 34 mm into the patient. During placement of the final 14 mm variable angle, self drilling screw, the screw seemed to fall right through the screw hole and into the plate. The surgeon took the screw out and put it back in at a different angle and the same thing happened. He was able to get 3/4 of the screw into the plate and the screw final tightened so he left it in the patient. The screw was replaced. The procedure was successfully completed with no surgical delay and no patient consequences. There was no generation of fragments. X-ray confirmed that the screw was ok.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.